Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial final submission. The device produced an incomplete mesh at investigation. UDI: (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that it was impossible to remove the handle and the roller, bearings, and ratchet gear were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the handle didn't function. No clic. The handle rotates 360 degrees. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher by flextronics on (B)(6) 2019 revealed that the adjustment screw on the ratchet was too tight. The calibration was within specifications and the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which included readjusting the screw on the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the handle didn't function. No clic. The handle rotates 360 degrees. The event occurred during surgery. There was no harm or delay reported. At investigation the device produced an incomplete mesh. No adverse events were reported as a result of this malfunction.